Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2006; dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported the patient is deceased. It was also reported the device should have paced and shocked based on the presenting rhythm. Resuscitation efforts were performed. Additional information regarding the circumstances surrounding the death as well was the cause of death was requested but not received. No other information is known at this time.

Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated over-sensing due to non-physiologic sensing integrity counter signals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.